Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of battery issues was confirmed. The scanner shuts down prematurely when ac power is removed. In addition, the battery cycle count is 1138 which is greater than the factory setting of 250 and is displaying battery health degrading message after startup. The root cause of the reported issue is an internal li-ion battery failure due to usage. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm: unit has decreased battery run time. (B)(6) 2021: evaluation of unit confirmed abrupt battery shutdown.